Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, leading to less than 2 seconds of asystole due to pacing inhibition. Technical services (ts) was consulted and upon review the pacing impedance was within range but exhibiting a gradual increase, the noise was suspected to be myopotential. Ts also noted high pacing thresholds. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.